Manufacturer narrative:
Device memory analysis identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The cause of the memory inconsistency was not able to be determined but was likely the result of a single event upset caused by high energy particles in the environment. These particles typically arise from therapeutic ionizing radiation, naturally occurring high energy particles/cosmic rays, or radioactive decaying materials. In most cases the s-ICD is able to detect and self-correct to maintain primary operation.

Event description:
It was reported that upon interrogation with a programmer, this subcutaneous implantable cardioverter defibrillator (s-ICD) displayed a treated episode counter of 165, when in fact, the patient had never received shock therapy. Review of device data by boston scientific technical services confirmed the data appears to have been corrupted likely due to telemetry related conditions. There was no indication of an actual malfunction of the s-ICD in regard to delivering therapy. The s-ICD remains in service and no adverse patient effects were reported.